Event description:
Additional information: it was reported that the thrombus reportedly extended to the distal ascending thoracic aorta. It was noted that there was potential for high-grade stenosis; however, per cardiothoracic surgery, the thrombus was not hemodynamically significant. An esophagogastroduodenoscopy (egd) was to be performed on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of gi bleeding, potential hypovolemia, and leg weakness could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported event of low flow alarms. According to the account, the alarms were due to gastrointestinal (gi) bleeding and potential hypovolemia. Additionally, the report of suspected thrombus within the outflow graft could not be confirmed as no images were provided for review and the device remains in use. The system controller event log file contained events captured on 27jun2023, per the timestamps. Multiple low flow hazard alarms were captured. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events, including bleeding and pump thrombosis, that may be associated with the use of heartmate 3 lvas. Section 1 also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below (B)(6) for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU lists thromboembolism and hypovolemia as potential late postimplant complications. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had low flow alarms that were caused by a gastrointestinal bleed which required transfusion. Computed tomography angiograph (cta) showed mural thrombus in the outflow graft. Per cardiothoracic surgery, this was not hemodynamically significant. An esophagogastroduodenoscopy (egd) was to be performed on (B)(6) 2023. The patient remained hospitalized and transfused.